Event description:
Customer alleged blood glucose results of 88 mg/dl and 445 mg/dl when testing was performed on the advantage system when testing was performed within 10 minutes. Customer stated her normal blood glucose is around 200 mg/dl. Customer reported having symptoms of hypoglycemia with the 88 mg/dl result and had a seizure before being able to treat herself. Customer stated that her daughter tested her blood sugar after the seizure had started and obtained the 445 mg/dl result. Customer stated she was taken to the hospital by emts where she was treated for the seizure, which the customer alleged was due to low blood glucose. Return of meter and strips requested; replacement sent.